Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that after firing the ecs29 instrument, it did not release. The case was completed with no injury to the patient.